Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy,). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adolescent female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, malaise, bloating, hot flashes and dyspareunia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have blood follicle stimulating hormone increased ("elevated fsh (follicle stimulating hormone)"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and blood follicle stimulating hormone increased outcome was unknown. The reporter considered blood follicle stimulating hormone increased and pelvic pain to be related to essure. The reporter commented: as per mr removal details: the surgical specimen was subsequently removed in total. Initially the essure devices could not be identified. There was no disruption of the fallopian tubes. The specimen remained intact, i.e. Cervix, uterus and fallopian tubes bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: medical device removal/essure free. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: plaintiff information form received. Event" elevated fsh" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The patient's medical history included abdominal pain, malaise, bloating, hot flashes and dyspareunia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: as per mr removal details: the surgical specimen was subsequently removed in total. Initially the essure devices could not be identified. There was no disruption of the fallopian tubes. The specimen remained intact, i.e. Cervix, uterus and fallopian tubes bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: medical device removal/essure free. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: mr received : event medical device removal was updated to event : pelvic pain. Reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.